Event description:
It was reported that the physician was concerned that the lead end cap screw would damage the lead. In place of screwing, the physician put the caps on and tied them down with a suture. It was further stated that the lead was implanted and remained in service. No patient symptoms were reported in relation to this event. The patient's status was listed as no injury and no adverse event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3389s-40, lot# va03t31, implanted: (B)(6) 2012, product type lead. (B)(4).